Event description:
The medical director wanted to know how long the cobe spectra system could be in a pause state and still be safe to resume the procedure. After receiving an answer to his question, he indicated the pt was having a citrate reaction. The pt was undergoing an mnc collection for dendreon. When they had processed just over 7l of blood, the pt developed chills. They treated it with oral calcium and warm blankets per their sops, but the symptoms progressed and the pt became pale, diaphoretic, lightheaded and developed chest tightness. The operator performing the procedure called 911 and the ambulance responded. They discontinued the procedure and the pt was transported to a local hospital. A cardiac eval was performed and no cardiac issues were found. They discharged him in no apparent distress with complete relief of the symptoms. There is no add'l follow-up and the pt is now stable and back to baseline. His collected product was sufficient and he will receive his dendreon injection on (B)(6) 2011. The customer would not provide the pt identifier. The disposable set is not available for eval because, it was discarded. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Caridianbct told the medical director that the decision on how long a procedure can be paused and then restarted is up to the center's sops and that caridianbct does not have a recommendation for that. The medical director determined that the pt's reaction was related to citrate toxicity. A service call was not placed as the machine behaved as intended and the customer did not feel service was indicated. Investigation eval and corrective actions are in progress. A follow-up report will be provided.